Event description:
Rayner intraocular lenses limited received notification from the brazilian distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The report received by rayner indicates that the lens was torn and is described as being "in several fragments". (B)(4).

Manufacturer narrative:
The MFR reports the following investigation findings: our review of production records for the superflex aspheric 920h iol batch 082e39418 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the superflex aspheric 920h iol (aug 2012) concluded that no other incidents, of any type, have been received against this batch.